Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the opening process of the stent, due to poor adhesion to the wall at the middle corner, the surgeon wanted to retrieve the middle part and deploy it again. However, it was found that the stent could not be retrieved into the microcatheter, and the stent could not be pulled or retrieved. It could only be deployed directly, causing stenosis in the patient's stent. The surgeon believed that our stent had quality problems and could not be retrieved, so it was required to be scrapped and the stent body could not be removed, which brought a certain risk of ischemia to the patient. The pipeline was used for an indication that is approved. It was reported that the pipeline was stuck (locked up) in the catheter/had resistance in the catheter in the middle section. The catheter was flushed continuously with heparanized saline. The pushwire was not damaged. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the ophthalmic artery segment with a max diameter of 8mm and a 8mm neck diameter. The landing zone was 4.2mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) administered. Tigrelor was used as a routine double antibody in hospital, but it was not tested. The angiographic result post procedure was in-stent stenosis. It was unknown if any patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 8f cordis sheath, navien microcatheter, marksman microcatheter, and sychro14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the patient underwent craniotomy and bypass surgery immediately and is currently recovering well. The patient experienced vascular occlusion. Actions taken included bypass surgery the same day. The middle section of the pipeline did not open. The pipeline had been placed in a vessel bend when it failed to open. There were attempts at that time to use the guidewire catheter and balloon to open the pipeline.